Event description:
On september 1, 2006, the lay user/patient contacted lifescan alleging that his one touch ultra meter powers off during use. The senior medical affairs specialist mailed a letter since the patient could not be reached by telephone. The patient contacted his physician on september 1st in the morning, since he was unable to obtain a blood glucose result. The patient described experiencing blurry vision at the time of concern. His physician advised him to administer 20 extra units of lantus insulin, raising the total units to 140. He was not tested on any other device. The customer care advocate (cca) verified that there had been no trauma to the meter and the meter was not downloaded prior to attempting to test. The cca discovered that the patient had not replaced the battery per the owner's manual. The patient did not have a new battery. The cca educated the patient on the automatic shut off and the pt claimed that the meter did shut off before the time was up. The cca walked the pt through a blood glucose test and was able to obtain a blood glucose result. The meter, test strips, and control solution were replaced. It would have been helpful to know how long the patient had been unable to obtain a blood glucose result, when his symptom started in relation to the reported issue, and his medication regimen. This complaint is being reported due to the following conclusion: the patient was unable to obtain a blood glucose result for an unspecified amount of time, was experiencing blurry vision, and received advice from his physician to administer extra units of insulin.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pas inspection, lifescan will inform FDA of the results in a supplemental report.